Event description:
It was reported by the plaintiff's atty that the plaintiff allegedly experienced pain, discomfort, incontinence, worsening of prolapse, infection, bowel problems, neuromuscular problems, psychological conditions, and emotional distress. Furthermore, the plaintiff was seen on (B)(6) 2011 for recurrent cystocele, vulvar burning, dyspareunia, mesh erosion and exposure, midvaginal scarring and impaired urine flow discharge. Furthermore, it was reported that the plaintiff died. No cause of death was reported.

Manufacturer narrative:
Lawyer-filed report.